Manufacturer narrative:
The event history log was reviewed with baxter's medical assessment. As per the event log of the pump it can be extracted that the clinician primarily programmed the pump to deliver a dose of 1mg/min which is step 1 of the pump, and the infusion initiated. Step 1 included delivering a dose of amiodarone at 33.3ml/hr or 1mg/min of amiodarone and was started at 03.06am. At approximately 9am the user stopped the pump and reprogrammed it to deliver a dose of 0.5mg/min, which continued over a period which ended at approximately 3am of the next day. Therefore, the patient according to the event log would have received 900mg over a period of 24 hours. At approximately 3.3am another 500ml bag of amiodarone was attached and programmed at 1mg/min or 33.3 ml / hr using step 2. This dose continued till 12.28pm where the step 2 was programmed to deliver amiodarone at a dose of 0.5mg/min until it was almost delivered (72.3ml where not given and the pump was stopped). The pump was subsequently restarted the following day with similar instructions using a new 500ml bag, step 2 and 1mg/min delivery rate at 18.36 and then to 0.5mg/min at 01.03, until the pump was stopped at 01.25. The reporter is concerned that the changes made from step 1 to step 2 might have led to the reported event of hypotension. According to the (B)(4) the dosing of amiodarone for patients in the acute setting includes a loading dose of 150mg IV over 10min, which then should be sustained via an infusion of 0.5 ¿ 1mg/min. Whether the clinician opted for step 1 or step 2 for the primary bag, the intended rate of delivery still was visible, and always ranged within 0.5mg ¿ 1mg/min. This anti-arrhythmic is known to produce some degree of hypotension especially with intravenous use. Therefore, it is mostly given in an intensive care unit where the patient is monitored, and hence hypotensive episodes could be countered using inotropic drugs/ vasopressors. In cases where the hypotension cannot be resolved, and amiodarone is suspected, the drug should be stopped. Whilst the user opted for a multifunction programming (step 2) the rate was not affected, and there was no evidence of device malfunction. Furthermore, the reporter stated that ¿care was withdrawn¿ and the patient expired the following day. Withdrawal of care in intensive care usually dictates a poor patient prognosis, and poor general condition. In conclusion based on the clinical information at hand, the cause of the hypotension was not related to a pump malfunction or programming issue, but is likely related to the drug being prescribed and most importantly due to the generally poor health of the patient. The event of death is in this case not associated with the spectrum pump but instead attributable to the withdrawal of care decided by the hospital professionals, leading to patient death the following day. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume of amiodarone than programmed during therapy. The clinician programmed the device as a multi-step infusion and the patient was prescribed amiodarone diluted as a 900 mg/500 ml infusion and step 1 was programmed at 1 mg/min (33.3 ml/hr) for 6 hours. The clinician reprogrammed step 1 for 0.5 mg/min (16.7 ml/hr) for 18 hours. At the end of the 18 hours, the clinician hung another 500 ml bag, but programmed pump as step 2 at a rate of 1 mg/min. The reporter stated that when a multi step is being performed the nurses are hitting ok very fast and thinking they are on step two when device is still in step one, when device completes second run, it asks to complete step 2 and the clinician realized it was still on step 1 for previous run. The drug was infused at this rate for 9 hours at which rate was decreased to 0.5 mg/min for roughly 7 hours. The patient reportedly experienced hypotension, care was withdrawn, and patient expired the next day. No additional information is available.

Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.